Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # lxa23, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa23 mitroflow aortic pericardial heart valve at the time of manufacture and release. No further event information is available and the device is not available for return. Based on this no further investigations are possible and the root cause of the reported event cannot be determined at this time. If additional information is received the investigation will be reassessed.

Event description:
On (B)(6) 2018 a patient received a mitroflow lxa23 aortic heart valve implant. The manufacturer was notified via its patient tracking system that a carbomedics top hat mechanical heart valve, s5-025 sn # (B)(4), was implanted at the same position on (B)(6) 2018. The explant was performed due to the patient presenting with cardiogenic shock and a stenotic valve. The patient was discharged normally. The device is not available for analysis.